Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by severe pain, fever and cloudy effluent. The cause of the peritonitis event was not reported. It was not reported if the patient was hospitalized for the peritonitis event. On the same day as onset, the patient was treated with gentamicin and vancomycin (intraperitoneally, doses, durations and frequencies not reported) and ciprofloxacin (orally, dose, duration and frequency not reported) for peritonitis. At the time of this report, the treatment was ongoing and the patient was not recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.